Event description:
On 02/02/1999 follwoing a diagnostic procedure and angio-seal, device was deployed in a patient's right groin. Tamping had begun, but prior to tension spring placement and while traction was being applied, the suture and collagen came out of the tract without the anchor. Hemostasis was obtained with manual pressure (duration unknown). Post deployment the pulses were equal to the pre-procedure pulses, and the foot was warm the patient was discharged per normal hospital protocol. As of 03/01.1999 there has been no further report to the manufacturer of complication or additional patient sequelae.